Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the imagery revealed the proximal esheath+ liner appears to be expanded as designed. There was a puncture hole present on the distal sheath shaft. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance the commander delivery system with valve through the esheath+ was confirmed based on the provided imagery. The available information suggests that patient factors (access characteristics) may have contributed to the reported event. As reported, "it was unknown what cause the first valve to become stuck in the expandable part of the esheath+, but it was believed that it may have been due to difficult access, angle of subclavian, and the aortic root." The "difficult subclavian angle" suggests tortuous vasculature while the "difficult access" may suggest restricted vasculature due to calcium and/or undersized vessel dimensions. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. A tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. In regard to the esheath+ being punctured, this event was also confirmed based on provided imagery. The available information suggests that patient factors (access characteristics) and/or procedural factors (device manipulation) may have contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating a challenging anatomy can lead to sheath damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath high-density polyethylene (hdpe) damage due to direct interaction with the crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve via subclavian approach, there was difficulty crossing the native valve with a wire while the 14fr esheath+ was in the patient. The esheath+ was noted to have been in the patient for approximately 50 minutes when an attempt was made to deploy the valve. During the attempt to deploy the valve, the 26 mm commander delivery system with valve became stuck in the expandable part of the esheath+. The valve, delivery system and esheath+ were withdrawn from the patient as a unit. There was no patient injury nor bleeding noted after the first devices were removed from the patient. A second 26 mm sapien 3 ultra resilia valve, 26 mm commander delivery system and esheath+ were then prepped. There was no difficulty advancing or deploying the second valve. Upon removal of the second esheath+, a bleed was noted in the subclavian. A balloon was in place to tamponade the bleed for approximately 15 minutes and pressure was held. The patient was alive and stable post tavr procedure. Additional information was provided indicating the perceived root cause of the difficulty crossing was the angle of the valve and it was heavily calcified. There was no difficulty inserting the first esheath+ into the patient. There was no damage observed to the delivery system and no damage observed to the valve. There was damage observed on the first esheath+. Imagery provided for evaluation revealed there was a puncture hole present on the distal sheath shaft. It appeared there was almost a split on the side of the esheath+ (not the seam). It was unknown what caused the first valve to become stuck in the expandable part of the esheath+, but it was believed that it may have been due to difficult access, angle of subclavian, and the aortic root. There was no difficulty inserting the second esheath+ into the patient and there was no difficulty removing the second esheath+. The perceived root cause of the bleeding was poor access vessels and was not reported as device related.